Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the distal right coronary artery (rca). A 2.50x28mm promus element¿ plus stent was implanted in the distal rca. Later, stent thrombosis occurred. The patient was given ic adenosine and a temporary pacemaker was placed. A 2.75x38mm promus element stent was implanted to treat the proximal rca stent thrombosis and a 2.75x28mm unknown balloon catheter was used to treat the distal stent thrombosis. No further complication was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was implanted in (B)(6) 2014. During the procedure, a 0.014 190cm non-bsc guidewire was used to cross the lesion and predilation was performed using a 2.75mm x 20mm non-bsc balloon catheter. One day post procedure, the patient developed severe chest pain. Percutaneous transluminal coronary angioplasty was performed to the distal right coronary artery using a 2.75x28mm unspecified balloon catheter in order to treat stent thrombosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned or evaluation a review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).